Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's pump will beep while priming. Customer changed out the site but it is still doing the same thing. Customer's blood glucose was 600 mg/dl. Customer had a no delivery alarm and stated that it occurred during manual prime. Customer's mother stated that the customer treated with the pump and feels okay outside of being thirsty. Caller stated that the alarm is recurring and the issue has not been resolved. Customer cleared the alarm and verified that the insulin did exit the tubing. Customer was advised that the pump was working as designed.